Event description:
Customer reportedly obtained a result of 5.5 inr on the coaguchek xs system and 2.2 inr on a comparison lab. No treatment information provided. No adverse event reported in relation to these results. Requested return of suspect system and replacement was sent.